Event description:
The control box for the surgical lights in one of the or suites had a capacitor short out that produced a moderate amount of smoke. The fire department was called and they responded.